Event description:
It was reported the pt (B)(6) is experiencing a reduction in stimulation efficacy and is not receiving adequate therapy coverage. An x-ray has been prescribed for further interrogation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.